Event description:
It was reported that a device electrical reset occurred. The device was reprogrammed and remains in use. There were no patient complications reported as a result of this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.